Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the a red alert posted to the latitude website, due to high, out of range shock impedance. A request was made to review device data. A technical service (ts) consultant advised that the high, out of range shock impedance 90-110 ohms, for approximately 1 year. Ts provided recommendations for lead integrity testing and x-ray imaging at the next follow up appointment. This device remains implanted. No adverse patient effects were reported.